Event description:
Ous MDR - after an implantation time of about 46 months, it was reported that incorrect sensing with good measurement values was noted. An insulation defect was suspected. No deterioration of the patient's state of health was reported.